Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by hosp personnel that the pt's pump was displaying power fluctuations. The log files were submitted to the MFR for review. High ldh (lactate dehydrogenase) levels were noted. The pt developed angina and was taken to the operating room and a pump exchange was performed. The pt was discharged from the hosp on (B)(6) /2011. In addition, it was noted that the pt has renal oncology issues.